Event description:
Blood glucose test was performed on a pt at 3:47 pm and a result of 494mg/dl and "hi" was received, the test was non fasting. Ten minutes later a stat lab was ordered. The results from lab back at 5:15pm with a result of 203mg/dl. At the time of device results were received the doctor was called and he advised to dose 20 units of insulin. Controls were stated to be in range. The device was also used on two other pts. The suspect device reading was 376mg/dl, one hour later a different device read 347mg/dl. Other pt the suspect result was 381 mg/dl and one hour later a different device read 232 mg/dl. A request was made for the return of the suspect device and replacement product was sent.